Manufacturer narrative:
Testing and investigation review of the device history confirmed memory loss and malfunction alarm for service code 63, but the complaint could not be duplicated. The memory loss was caused by the service code 63 (line c watchdog timer). The code 63 occurred once and was cleared by resetting the power. It was inconclusive if this alarm was related to the complaint. The device passed short and long term performance verification testing and battery tests. The frequency of occurrence of death or serious injury reports for code 300 (battery general) for omniflow 4000 plus products is <.65/million sets.